Manufacturer narrative:
The device involved in this event has not been returned for evaluation.

Event description:
It was reported that during positioning the coil, the aneurysm ruptured and caused sah. No patient injury reported.